Event description:
The user facility reported that during a patient procedure their vividimage 4k surgical display cracked after being bumped into a suspension arm causing pieces of the display to fall onto the instruments. The instruments were replaced. The procedure was completed successfully. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the surgical display and confirmed it had been cracked. The user facility was provided with a loaner unit. A follow-up MDR will be submitted when additional information becomes available.

Manufacturer narrative:
The surgical display subject of the reported event was cracked due to damage by facility personnel impacting the monitor with other equipment. The user facility was provided with a replacement monitor. The technician counseled user facility personnel on the importance of not bumping monitor into other equipment. No additional issues have been reported.